Event description:
An unexpected set was returned. The nurse stated that the new tubing was flushed with nacl and it leaked. The product had not been used on a patient, therefore, there was no patient harm or medical intervention. The customer stated no further event information is available.

Manufacturer narrative:
(B)(4). The customer's experience of set leaked was confirmed. During visual inspection it was noted that the used female luer was cracked with a piece of the luer missing. The female luer was inspected under a microscope, to determine if any stress marks were noted, none were found. No other anomalies were observed with the returned extension set. Carefusion's manufacturing processes were reviewed and no issues with the manufacturing processes were identified; however, potential areas for improvement at the component supplier level were found. The results of the analysis were shared with the supplier to evaluate. The root cause of the crack was not determined.